Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer stated that the insulin pump got a low battery alert. Customer mentioned that when she took battery out the screen was the same and no insert battery alarm occurred. Customer advised to disconnect from the insulin pump and remove battery and still there was no insert battery alarm occurred. Customer was advised to hold the back button for 20 seconds but the insulin pump screen did not turn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.